Event description:
The customer reported that the v60 ventilator had a vent inoperative condition, da pcba adc failed. There was no patient involvement at the time of the reported event. There was no report of patient or user harm. The unit alarmed and became inoperative displaying error code 111c. The field service engineer (fse) was able to duplicate the reported problem. The fse replaced the replaced the gas delivery subsystem (gds) to address the reported problem. The original gas delivery subsystem (gds) was returned for failure investigation (fi). The technician was unable to duplicate error code 111c. Signs of customer attempting to repair or replace air flow sensor u1 were observed. There was a contaminated airway path. No failures were identified; therefore, no root cause was found. No other information regarding the case is available.